Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication error message. This error may result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of pt injury.